Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of motor alarms was unable to be confirmed. The centrimag motor (serial number: (B)(6) was returned for analysis and a log file was downloaded for review. A review of the downloaded log files showed events spanning approximately 4 days (20feb2022 ¿ 21feb2022, 02mar2023 ¿ 03mar2023 per timestamp). Events captured on 02mar2023 ¿ 03mar2023 took place in the testing labs at abbott. Events captured on 20feb2022 ¿ 21feb2023 took place when the clock was improperly set to year 2022. There were no notable alarms active in the log file. Pump operation was not affected. The centrimag motor was connected to a mock loop with the returned 2nd generation primary console (serial number: (B)(6). The motor cable was flexed along the length of the cable and no alarms activated. The motor and console were able to operate a pump with no alarms active. The motor was able to function as intended. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the centrimag motor (serial number: (B)(6) were reviewed and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including m3 alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 3003306248-2023-00759.

Event description:
It was reported that there was a m3 red alarm that occurred at approximately 09:00 on (B)(6) 2023, and patient flows rapidly dropped. As a result, the patient desatted and nurse switched to the backup system. Nurse was not sure whether it was m3 alarm. The patient became stable on backup system. No further alarms were noted. The alarms could not be replicated. The patient was stable and weaning on (B)(6) 2023 morning.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.